Event description:
It was reported that this pacemaker was found to be in safety mode. It was further reported the patient presented asystole due to loss of capture (loc) as a result of the non programmable safety mode setting. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was further reported the patient presented asystole due to loss of capture (loc) as a result of the non-programmable safety mode setting. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, there was oversensing noticed. As a result, the patient experienced a syncopal episode. Other than the replacement procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been performed.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was further reported the patient presented asystole due to loss of capture (loc) as a result of the non programmable safety mode setting. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, there was oversensing noticed. As a result, the patient experienced a syncopal episode. Other than the replacement procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was further reported the patient presented asystole due to loss of capture (loc) as a result of the non programmable safety mode setting. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, there was oversensing noticed. As a result, the patient experienced a syncopal episode. Other than the replacement procedure, no additional adverse patient effects were reported. This device was already returned to boston scientific, however further analysis has not yet been performed.